Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was in the office on (B)(6) due to the reported concern. They described pain at the ins site and described the battery as feeling more 'elongated' than they remembered it feeling in the past. The cause for the change in sensation was not determined. On (B)(6) in there was an attempt to improve/lessen pain by changing the program. A lumbosacral x-ray was ordered to check the battery and the leads. At the follow-up visit, symptoms seemed to be less of a concern when the patient was told the x-ray showed everything was normal. There was no known injury/accident or issue. The patient's concerns seemed to be resolved by the (B)(6) 2020 appointment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1sj62, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-jun-2022, UDI#: (B)(4). Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that 2 or 3 week in march the patient had a kidney infection and she put a heating pad on low in a towel for two and a half to three days during the day on her back not at night. A week or two later it did not seem like it was working right. The patient felt like the shape of the lead was different. It always felt round, and now it feels rectangular and the clock face in not sticking up more it is smashed down and not as apparent to the touch. They reprogrammed it and for a week it was wonderful, and now she has been fiddling with it. The patient went and saw the doctor and they did an x-ray and everything looked good on x-ray. The patent mentioned she gained ten pounds and said maybe that was the cause. No further patient complications are anticipated or expected as a result of this event.